Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, battery testing, and functional testing were performed. During the battery test it was identified that there was low battery voltage. The cause of the low voltage could not be determined. The battery, the fuses and the dc power supply were replaced and the pump was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery voltage. No additional information is available.